Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was reported that it was unavailable. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. The device is not available.

Event description:
The patient was initially implanted with a bifurcated stent graft and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately one and a half (1.5) years post initial procedure, the patient presented with a type 3b endoleak at the bifurcation. The physician elected to treat the patient by explanting the device on (B)(6) 2020. The patient is reportedly in good condition.

Event description:
The patient was initially implanted with a bifurcated stent graft and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately one and a half (1.5) years post initial procedure, the patient presented with a type 3b endoleak at the bifurcation and sac growth. The physician elected to treat the patient by explanting the device on (B)(6) 2020. The patient is reportedly in good condition.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being in good condition post open repair/ explant procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g1,2: contact office- contact has been updated . H6: result code: remove code 3233. H6: conclusion code: remove code 11.